Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station 2c was completely unresponsive. Technician attempted to reboot the station and unplugged/re-plugged the power cables, but no response was observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer assisted the customer in troubleshooting a power issue by disconnecting the main full height drawer 4, replacing the drawer, performing inventory, and confirming successful testing. The system functioned as intended after the field service engineer repaired the device.